Manufacturer narrative:
Section a. Patient information no patient involvement. Section d4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that persistent s3 alarm was noted on power on prior to initiating support. The system was switched to back-up console and motor. Given equipment age, a complete system replacement was performed. There was no patient involved. All equipment was being replaced due to age being past max product life. No log files would be provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the centrimag system alarming for an s3 alarm was not able to be confirmed. The centrimag console (serial number: (B)(6)) was not returned for analysis, no log files were provided, and no additional documentation was submitted for review. Provided information indicated that the alarm activated when the system was powered on, prior to initiating support, that no patient was involved with the reported event, and that the console and motor were exchanged. The root cause of the reported event could not be determined via this investigation. The 2nd generation centrimag system operating manual rev. D) section 4 ¿ "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (rev. D) section 10 ¿ "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual (rev. D) section 12.1 ¿ "appendix I ¿ primary console alarms and alerts" cover all alarms (auditory and visual), including system alarms, and the appropriate actions to take if the issue does not resolve. The device history record was reviewed and revealed no deviations with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.